Event description:
Additional information was received indicating the rv lead was not capped and replaced, but explanted and replaced.

Manufacturer narrative:
The reported events were lead dislodgement, oversensing and loss of capture. As received, a complete lead was returned in one piece with the helix and clogged with blood/tissue. X-ray inspection found overtorque of the inner coil inside the connector region consistent with procedural damage. X-ray examination of the helix found stretched/damaged consistent with procedural damage. Unable to measure the helix length due damaged as received. The reported events of oversensing and loss of capture were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
Additional information was received indicating the lead was explanted and replaced instead of being capped and replaced.

Event description:
During an in clinic follow up, oversensing and a loss of capture was observed on the right ventricular (rv) lead. Diagnostic imaging was performed and a dislodgement was observed. It was suspected the dislodgement was due to anatomy due to straightening of the subclavian clamp. The rv lead was capped and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.